Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; the forceps channel was detached. The additional evaluation findings are as follows: the adhesive on the bending section cover was discolored, the connecting tube had a scratch, due to wear of the angle wire, bending angle in the "up" direction was out of standard, the control unit was sticky due to water leakage, the indication on the light guide was unclear, the image guide bundle had a stain, due to damage on the objective lens, a foggy image occurs, the grip had discoloration, the grip cover paint was peeling, and the eyepiece had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the oes cystonephrofiberscope forceps was out of the mouth. The issue was found when removing the cleaning tube after cleaning. The procedure was completed and "end cleanse" was used in combination with the device. There were no reports of patient harm.